Manufacturer narrative:
Method: device not returned; results: no lot # was provided, so a manufacturing record review could not be performed. The device was discarded at the hospital and therefore could not be returned for evaluation. Conclusion: a plausible root cause could not be identified because the product was not returned.

Event description:
It was reported that; upon placing cage, the cage cracked, at which point the cage was removed and a smaller cage was placed.

Manufacturer narrative:
Method: device not returned. Results: no lot # was provided, so a manufacturing record review could not be performed. No device was returned for evaluation, the implant was discarded at the hospital. Conclusion: because the device was not returned for evaluation the root cause could not be determined conclusively. Not returned.

Event description:
It was reported that; upon placing cage, the cage cracked, at which point the cage was removed and a smaller cage was placed.